Event description:
The customer received blood glucose readings of 120-130mg/dl on the breeze2 meter. When she was tested on the firefighter's meter the reading was 300mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer did not provide any additional information. A new meter was sent to her.